Manufacturer narrative:
(B)(4), the device catalogue number was not provided; therefore , a DHR review could not be conducted. No sample was returned for investigation; therefore, no physical investigation could be conducted. Due to limited information received from complainant, investigation cannot be done to further understand the complaint. Therefore, complaint was not confirmed.

Event description:
At the end of the surgical procedure, the exteriorization of the foley catheter is observed, where it allows to identify the rupture of the balloon.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
At the end of the surgical procedure, the exteriorization of the foley catheter is observed, where it allows to identity the rupture of the balloon.